Event description:
Pump module component damage was reported.

Manufacturer narrative:
Updated to 8/13/2018.

Manufacturer narrative:
The device was sent in for the lvp bezel post recall and during the recall process, multiple issues with the returned device were identified that required attention. This reported event and subsequent repairs were investigated through the service repair process. It should be noted that the returned pump module was received with a 3rd party manufactured bezel. Service determined that the proximate cause of the bezel recall was identified however the bezel was found to be 3rd party manufactured. The bezel was replaced. The proximate cause for the bezel replacement was found to be the result of 3rd party manufactured part. The proximate cause for the rear case replacement is the result of customer damage. The proximate cause for the replaced u4 seven segment led on display board assembly was identified by service as an electrical failure.

Event description:
Pump module component damage was reported.

Manufacturer narrative:
The device was sent in for the lvp bezel post recall and during the recall process, multiple issues with the returned device were identified that required attention. A review of the device history record which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The lvp bezel post recall could not be confirmed. The returned lvp was received with a 3rd party manufactured bezel. The proximate cause for the bezel replacement was found to be the result of 3rd party manufactured part. The proximate cause for the rear case replacement is the result of customer damage. The proximate cause for the replaced u4 seven segment led on display board assembly was identified by service as an electrical failure. There was no reported patient injury. This device is used for therapeutic purposes.